Manufacturer narrative:
The affected device was produced in may 2004 and still had the initial software version installed. The reported error code could be confirmed by the log entries and indicates an isolated failure of a flash eprom (electronic memory module). Due to this error, the pcb cpu was no longer within tolerance. This was detected as specified by the internal safety software of the device and initiated warm start in an attempt to correct the issue. During a warm start, the device opens the airway system to ambient to allow spontaneous breathing. This is accompanied by an acoustic alarm.

Event description:
It was reported that the device failed with error code 13.03.001 while ventilating. The patient was then ventilated with an alternate device. No patient consequences reported.